Event description:
The customer reported that the battery would not charge. Default battery confirmed. During testing and investigation, a review of the device log showed n56 (replace battery) messages. The device gave a replace battery alarm upon power up during the self-test with the battery icon empty. The change battery soft key was pressed and the device passed testing. The complaint was confirmed and the probable cause for the n56 was a defective battery due to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.